Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography, the distal end cover of the videoscope fell off inside the patient. A medical intervention was done successfully to retrieve the distal end cover. There were no reports of patient harm. The following patient identifiers are linked: (B)(6)..

Event description:
Additional information was received from the customer that the distal cover fell into the oropharynx and was retrieved using forceps with esophagogastroduodenoscopy (egd) scope. This supplemental report is being submitted to provide additional information.